Event description:
Final discharge diagnosis: 1. Cerebrospinal fluid leakage from previous lumbar wound caused by the tearing of dura. 2. Status post three-level lumber decompressive laminectomy from l3-s1. Procedure: please review the surgical report. Hospital course: this female pt was brought to the hosp for urgent repairing of the dura tear because she had a massive amount of subcutaneous collection of fluid and also the fluid seeped through the suture hole. The lengthy repairing surgery was carried out successfully. The pt's headache was improved and so was his general weakness. However, she had a severe pain around the incision area because numerous stitches were placed there and water tight closure was done. She rec'd IV antibiotics as well as the IV dilaudid at 2 mg every four hours. She was able to sit about thirty minutes on the second day following the surgery. She can only walk short distances. A foley catheter has to be inserted. On the third postoperative day, her condition was much improved. The patient is in the process of divorcing. She has no family member to take care of her. Her sister has polio and cannot lift her. She has a house that was twelve stairs to go to the bathroom in the bedroom. The pt refused to go to a nursing home. Instead she likes to be carried to the upstairs in her house so that she can recuperate. We had to arrange the ambulance to take her home. Her sister will store the food and also will help her to transfer. She has a foley catheter and she has a drain. On the day of discharge, her wound looks fine. Her sister was trained how to do the dressing change. The culture was negative in 48 hours. There was proof that the pt did not suffer form wound infection. The pt will be seen by me in three weeks. Reference: 2916714-2006-00069- device 2. 2916714-2006-00070 - device 3.

Manufacturer narrative:
The device will forwarded to our MFR for eval. Several attempts were made; however, no further info was able to be obtained by the user facility. Our sales rep reported: the surgeon was attempting to break up scar tissue on the dura using the ultrasonic aspirator. There was no indication that the product malfunctioned during that time and the incident was not reported until 08/2006.